Event description:
It was reported that the patient was scheduled for generator replacement due to neos and an increase in seizures. It is unknown if the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date. The patient underwent generator replacement surgery on (B)(6) 2013. The generator has not been received to date.

Event description:
The physician's office reported that the patient never experienced an increase in seizures. It was reported that the physician felt that the generator battery was getting low and wanted to replace it because the patient was a life-long uncontrollable seizure sufferer and has been doing great with vns. It was reported that the increase in seizure allegation is not true.